Event description:
In 1995, the cryopreserved pulmonary valve and conduit in question was implanted into a patient with a history of vsd closure, congenital pulmonary stenosis, acquired regurgitation/insufficiency, and previous pulmonary valve replacement due to outgrowth. The pulmonary homograft in question was utilized in a rvot reconstruction. Post-operatively, the patient presented with peak pulmonary gadients ranging between 37 and 70 mmhg. In 2001 (approximately 6 years post-implant), the patient underwent replacement of the pulmonary valve due to stenosis. At that time, another cryopreserved pulmonary valve and conduit was implanted.